Manufacturer narrative:
Zoll has received the autopulse li-ion battery for investigation. A follow-up report will be submitted when the investigation has been completed.

Event description:
During shift check, a fully charged autopulse li-ion battery (sn (B)(4) would not power up multiple autopulse platforms. The status leds of the autopulse li-ion battery showed four solid green lights, indicating the battery was fully charged. The customer stated that the autopulse platforms powered on as intended using other li-ion batteries. No patient involvement.

Manufacturer narrative:
The zoll autopulse li-ion battery failure mode and serial number (B)(6) reported in this ccr are covered by CAPA 22-005. Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.